Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and monitoring of the patient was discussed. No programing changes were performed. This lead remains in service. No adverse patient effects were reported.